Event description:
It was reported by service technician that the cpu caught fire. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service technician that the cpu caught fire due to a short. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results which determined that hospital staff cleaned the bed then plugged into a power source, no patient was on the bed. Staff left the room and found the bed smoking when they returned. Bed was unplugged and sent to engineering for evaluation. Stryker technician also inspected the unit. Bed was replaced.